Manufacturer narrative:
There is no 510k number as product not marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a posterior lumbar interbody fusion ( plif) procedure. It was reported that when the power was turned on, ¿no signal¿ was displayed and the system would not start. Navigation was aborted. This occurred pre-operatively with no delay to surgical time. There was no reported impacton patient outcome.